Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties occurred.   A 3.00x24mm promus element ¿ stent was advanced to treat the lesion, however, device was unable to cross the lesion. The procedure was completed with another promus element ¿ stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. The stent was damaged at its distal end. A strut on the most distal row was slightly raised off the balloon material. This type of damage is consistent with the stent meeting resistance during the advancement of the device into the patient. No issues were noted with the balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).